Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right side of the programmer screen was not responding to touch. The programmer was returned for service. There was no patient involvement.

Manufacturer narrative:
Product analysis: analysis was able to confirm there was an issue with the programmer screen response to touch noting that the stylus did not align with the cursor. The controller board was replaced and calibrated and software was reloaded an updated. The device passed all final functional tests. If information is provided in the future, a supplemental report will be issued.